Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2a after treatment. An angiography detected an extravasation of blood after the third pass. Heparin treatment was reversed. However, the patient developed an extensive cerebral infarction complicated by cerebral edema and intracranial hypertension. The next day post procedure the patient died. The physician stated that the extensive complicated cerebral infarction was the cause of the patient outcome. However, the causal relationship between retrieval devices and blood extravasation is not clear.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke, cerebral edema and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician successfully performed three passes with retrieval devices to treat a left middle cerebral artery occlusion. The patient had a thrombolysis in cerebral ischemia score of 2a after treatment. An angiography detected an extravasation of blood after the third pass. Heparin treatment was reversed. However, the patient developed an extensive cerebral infarction complicated by cerebral edema and intracranial hypertension. The next day post procedure the patient died. The physician stated that the extensive complicated cerebral infarction was the cause of the patient outcome. However, the causal relationship between retrieval devices and blood extravasation is not clear.